Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a clog in pinch valve lv12. The fse flushed the valve, which fixed the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a diluent fluid leak of approximately 20ml from a coulter act 5diff cap pierce (cp). The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The source of the leak was unknown and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.